Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign, distributor) regarding a patient with an implantable pump. It was reported that at the time of emptying the pump at implant, an inability to aspirate water from the pump's reservoir was encountered. First, they punctured the septum with the black needle that came with the pump. They had already connected to the extension tube with the clamp closed. They opened it and pulled the plunger with negative pressure and waited for 17.5 ml of water to come out. They tried again several times with the same needle. They then removed the needle, punctured again while changing the puncture site, and repeated this process three more times. They also changed the needle with another from the refill kit, and also repeated this phase. Both needles were also tested. About three times with each needle, the water was unable to be aspirated from the pump. They also changed the syringe and the needles used which were also tested and were intact. The pump was never implanted. Given that the pump was not working normally regarding an inability to aspirate the reservoir, the physician decided to cancel surgery and reschedule it for the following day. Regarding factors that may have led or contributed to the issue, problem in manufacturing the pump was indicated. The product was exchanged for another so that the surgery could take place. The issue was resolved as of 2025-feb-20. The patient was without injury regarding their status as of 2025-feb-20. The patient's medical history, age, and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
H3: 8637-20 pump: the returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.